Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 04/28/2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 075 call service alarm. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 6/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/08/2016 with the following findings: the black box and alarm history showed a cs 075 motor timeout error-delivery alarm. The pump was exercised for 24 hours with no motor timeout error-delivery alarms occurring therefore the initial complaint was not duplicated. The piston cap was removed and the o-ring screw was found to be properly in place. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.